Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the image from the camera head was black. The issue was found during the preparation for use for a therapeutic laparoscopic cholecystectomy procedure. The procedure was rescheduled and different equipment was used. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: small cut on the cable. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the image issue was due to a faulty charge coupled device (ccd). A definitive root cause could not be determined for the small cut on the cable. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the image from the camera head was black. The issue was found during the preparation for use for a therapeutic laparoscopic cholecystectomy procedure. The procedure was rescheduled and different equipment was used. There were no reports of patient harm.